Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted at the age of 12 years. After several years he stopped using the device for personal reasons, even though the device was working without problems. He recently decided to start using the device again after non-use for 10 years, but had no hearing benefit at all.

Event description:
The recipient was implanted at the age of 12 years. After several years he stopped using the device for personal reasons, even though the device was working without problems. He recently decided to start using the device again after non-use for 10 years, but had no hearing benefit at all. The recipient has been re-implanted.

Manufacturer narrative:
Device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. In addition, damage to the active electrode likely caused by minute device mobility was found. The investigation findings appear to match the content of the recipient's report. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient was implanted at the age of 12 years. After several years he stopped using the device for personal reasons, even though the device was working without problems. He recently decided to start using the device again after non-use for 10 years, but had no hearing benefit at all. A date for re-implantation has not been made available.